Event description:
On (B)(6) 2013, lifescan USA found on a (B)(6) blog of a reporter claiming that the subject meter read inaccurate compared to another device(s). No specific blood glucose values were noted, nor is it known if the subject meter was reading higher or lower than other devices. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.